Event description:
It was reported that the physician visited the patient's home to perform routine follow-up for the implantable cardioverter defibrillator (ICD) as the patient was bedridden due to other conditions. During the visit the ICD could not be interrogated and had no magnet response. The ICD was explanted and replaced on (B)(6) 2026. No additional adverse patient effects were reported. The device was received for analysis.